Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when performing a 12 lead on a patient, only lead 2 is shown. Response to good faith effort attempt indicated all electrodes were checked along with each cable but were not unplugged from the machine. The user does not believe the electrodes were stored pre-attached to lead cables prior to use. The patient was experiencing chest pain at the time of the event. Monitor was being used at the patient's side in their residence. No patient harm occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when performing a 12 lead on a patient, only lead 2 is shown. Response to good faith effort attempt indicated all electrodes were checked along with each cable but were not unplugged from the machine. The user does not believe the electrodes were stored pre-attached to lead cables prior to use. The patient was experiencing chest pain at the time of the event. Monitor was being used at the patient's side in their residence. No patient harm occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when performing a 12 lead, only lead 2 is shown. The user attempted to resolve the issue by connecting different electrocardiogram (ECG) leads, however the issue remained. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.